Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during needle deployment, resistance was encountered. The needles were completely deployed and during needle retraction, there was no link on the anterior needle. The needle was also observed to be bent. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. This confirmed that the posterior cuff was missed. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. There was a bent on the posterior needle near the follower. The plunger was unable to be inserted because there was too much dried blood on the needle lumen. However, the needle trajectory of every device is checked during the manufacturing; therefore, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment as evidenced by the needle strike mark on the posterior foot and the bent on the posterior needle. There were no other reported events within this lot for bent needle, difficult to deploy plunger, and deployment against resistance reported complaints. The cuff miss failure is generally associated with technique issues or patient anatomical conditions, the multiple occurrences of this failure are not an indication of a potential problem with this lot. A review of the lot history record did not produce any findings relevant to this report. There does not appear to be any indication of a lot-specific product quality deficiency.